Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be relocated.

Manufacturer narrative:
Additional information was received that the patient's ipg would not charge since it was implanted too deep. The patient underwent a revision procedure wherein the pocket was relocated and the ipg was replaced. No device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was non-functional. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be relocated.